Event description:
This unsolicited case from united states was received on 30-mar-2017 from an other non-health care professional. This case concerns a female patient (age: not provided) who received treatment with synvisc one injection and later after unknown latency passed out after the first injection. No relevant medical history, past drug, concomitant medications and concurrent conditions were reported. On an unknown date in 2016, patient received treatment with synvisc one injection, once (dose, route, indication, batch/lot and expiration date not provided). On an unspecified date, after unknown latency, patient passed out after the first injection. It was reported that the patient was ok now. Action taken: unknown. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: important medical event. Additional information was received on 05-apr-2017. Ptc results were added and the text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 5-apr-2017: the follow up information received does not change previous case assessment. Sanofi company comment dated 4-apr-2017: this case concerns a female patient who received treatment with synvisc one and later experienced loss of consciousness after 1st injection. Based on the available information, the causal relationship has been assessed to be possibly related with the event. However, further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
This unsolicited case from united states was received on 30-mar-2017 from an other non-health care professional. This case concerns a female patient (age: not provided) who received treatment with synvisc one injection and later after unknown latency passed out after the first injection. No relevant medical history, past drug, concomitant medications and concurrent conditions were reported. On an unknown date in 2016, patient received treatment with synvisc one injection, once (dose, route, indication, batch/lot and expiration date not provided). On an unspecified date, after unknown latency, patient passed out after the first injection. It was reported that the patient was ok now. Action taken: unknown. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: important medical event. Pharmacovigilance comment: sanofi company comment dated 4-apr-2017: this case concerns a female patient who received treatment with synvisc one and later experienced loss of consciousness after 1st injection. Based on the available information, the causal relationship has been assessed to be possibly related with the event. However, further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.